Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant it is suspected that perforation was caused by the right atrial (ra) lead and the right ventricular (rv) lead. Both leads remain in use but intervention is planned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that both leads were repositioned and remain in use.